Event description:
Staff alleged that the head function was not working on this bed. No injury reported.

Manufacturer narrative:
Allegation that the head up was not functioning on this bed. Unit in repair shop. Tech determined the hydraulic manifold was the cause of this issue. He stated his facility did not have the money to repair/replace the manifold at this time. Unit is in storage area and will be there until account decides to repair.